Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic (2 days post onset of symptoms) consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing). An additional consumer event was also communicated which is captured on a separate report.